Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Infiltration of the pt's access needle occurred when the operator attempted to make adjustments. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to an infiltrated venous needle, caused by the operator. Facility staff has been notified. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.